Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess images of well results on customer instrument on (B)(4) 2014. No patient sample or customer product was returned to immucor for immucor investigation. An immucor field service engineer visited the customer site on (B)(4) 2014 and investigated the instrument. The instrument is operating as expected.

Event description:
On (B)(4) 2014, a customer reported obtaining unexpected negative antibody screen and identification results on the galileo echo.